Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn, foreign material on lens surface (clear residue), and the lens was in a curved shape. (B)(4).

Manufacturer narrative:
Additional data: weight - unk. This product is manufactured in the u.s, but not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -9.50/1.5/072 diopter in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and exchanged for a longer lens. The exchange resolved the problem. As of the date of writing this MDR, the lens has not yet been returned.